Event description:
It was reported that in the pediatric intensive care unit when rinsing the distal lumen, there was a return of product into the proximal lumen which suggests there was a communication between the two channels. The insertion site is unk. The catheter was removed and replaced. There was no delay in treatment and no pt consequences reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.